Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is 4 of 4 mdrs filed for the same patient (reference 1825034-2016-04231, 04239, 04240, 04241).

Event description:
During a revision procedure, there was difficulty detaching the trial cone body from the femoral stem. It was removed with a slap hammer. This event contributed to a 60 minute delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.